Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing and radiographic review and the reported loosening was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Per the persona knee system package insert, a definitive root cause could not be determined with the information provided. Pain, swelling, and loosening are known potential adverse effects of this procedure. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: femur cemented ps, catalog #: 42500606402, lot #: 63813465. Articular surface fixed bearing ps, catalog #: 42522400712, lot #: 63750752. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient experienced loosening.